Event description:
It was reported that during a procedure, the error (B)(6) the console detected blood in the catheter" with the polarx fit balloon catheter occurred. The error occurred while trying to cool down the left superior pulmonary vein (lspv). It was unknown if there was blood seen in the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a procedure, the error "sn (B)(6): the console detected blood in the catheter" with the polarx fit balloon catheter occurred. The error occurred while trying to cool down the left superior pulmonary vein (lspv). It was unknown if there was blood seen in the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. Testing performed with same pressure and acceptance parameters as manufacturing the device passed testing. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx device had a normal operational blood detect index of 21. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon wire split was found during balloon dissection. The reported allegaion was confirmed.